Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system there were 15 panels released that did not show growth in the panel, but all without sensitivity. Failure occurred with both controls and patients but there was no patient impact. The following information was provided by the initial reporter: 15 panels were released, they do not show growth in the panel, all without sensitivity.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
This complaint is not reportable. The complaints states " no growth no sensibility," no results are not erroneous results. Cancel MFR report #1119779-2022-01140.

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system there were 15 panels released that did not show growth in the panel, but all without sensitivity. Failure occurred with both controls and patients but there was no patient impact. The following information was provided by the initial reporter: 15 panels were released, they do not show growth in the panel, all without sensitivity.